Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple unspecified cartridge alarms occurred. There was no reported impact to customer's blood glucose level. Customer reverted to a backup insulin pump for insulin therapy and declined troubleshooting with tandem technical support. No further information was obtained.